Event description:
It was reporting that the patient was experiencing ventricular tachycardia (vt). The device was found to be in back up mode due to event queue overflow. A device exchange is anticipated. The patient received medication to treat the slow vt and was in stable condition.

Event description:
Additional information was received that the device was explanted and replaced to resolve the event.